Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was alarming for high temp. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, front cover, tank cover and line cord. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (high temperature alarm) was confirmed during testing. The product problem occurred because of a bad heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.